Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. The pt was seen at the center for device evaluation. Testing performed confirmed out of range impedances. Surgery to explant the pt's cii device is to be scheduled.